Event description:
It was reported that on unknown date, during evaluation at service and repair, the repair technician found out that the 10nm torq limiting ratchet handl-6mm hxc failed torque test. There was no patient involvement. This report is for one (1) 10nm torq limiting ratchet handl-6mm hxc this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Service and repair evaluation: it was reported that during routine incoming inspection of a loaner set, it was observed that a 03.620.061, 10nm torq limiting ratchet handl-6mm hxc had failed torque test. The repair technician reported that the device had failed calibration and torque test. The maximum torque peak attained during evaluation was out of the specified limit for the part. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed high. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.620.061; synthes lot # 6814732-02; supplier lot # 6814732-02; release to warehouse date: 13 sep 2013; manufacturing location: monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.